Event description:
It was reported that 2 signal artifact monitoring (sam) events were observed for this device, resulting in the minute ventilation (mv) feature being disabled. Right ventricular (rv) noise with a sawtooth appearance and pace impedance measurements of greater than 2,500 ohms were observed, resulting in a lead safety switch (lss). Some non-sustained ventricular tachycardia (nsvt) events were observed with myopotential noise. This patient was not pacemaker dependent at that time and intrinsic rhythm was coming through. Technical services (ts) discussed programming and testing options with the health care professional (hcp). This device remains in service. No adverse patient effects were reported. Additional information was received that there was concern that this patient was experiencing pocket stimulation. It was noted that pacing was not occurring however, no syncope was observed. Technical services (ts) recommended evaluation of the right ventricular (rv) lead. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that 2 signal artifact monitoring (sam) events were observed for this device, resulting in the minute ventilation (mv) feature being disabled. Right ventricular (rv) noise with a sawtooth appearance and pace impedance measurements of greater than 2,500 ohms were observed, resulting in a lead safety switch (lss). Some non-sustained ventricular tachycardia (nsvt) events were observed with myopotential noise. This patient was not pacemaker dependent at that time and intrinsic rhythm was coming through. Technical services (ts) discussed programming and testing options with the health care professional (hcp). This device remains in service. No adverse patient effects were reported. Additional information was received that there was concern that this patient was experiencing pocket stimulation. It was noted that pacing was not occurring however, no syncope was observed. Technical services (ts) recommended evaluation of the right ventricular (rv) lead. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker and rv lead exhibited high thresholds in addition to the previous clinical observations. This patient underwent a revision procedure in which this ICD was explanted and rv lead was surgically abandoned. A new device and rv lead were implanted which remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 signal artifact monitoring (sam) events were observed for this device, resulting in the minute ventilation (mv) feature being disabled. Right ventricular (rv) noise with a sawtooth appearance and pace impedance measurements of greater than 2,500 ohms were observed, resulting in a lead safety switch (lss). Some non-sustained ventricular tachycardia (nsvt) events were observed with myopotential noise. This patient was not pacemaker dependent at that time and intrinsic rhythm was coming through. Technical services (ts) discussed programming and testing options with the health care professional (hcp). This device remains in service. No adverse patient effects were reported. Additional information was received that there was concern that this patient was experiencing pocket stimulation. It was noted that pacing was not occurring however, no syncope was observed. Technical services (ts) recommended evaluation of the right ventricular (rv) lead. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker and rv lead exhibited high thresholds in addition to the previous clinical observations. This patient underwent a revision procedure in which this ICD was explanted and rv lead was surgically abandoned. A new device and rv lead were implanted which remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 signal artifact monitoring (sam) events were observed for this device, resulting in the minute ventilation (mv) feature being disabled. Right ventricular (rv) noise with a sawtooth appearance and pace impedance measurements of greater than 2,500 ohms were observed, resulting in a lead safety switch (lss). Some non-sustained ventricular tachycardia (nsvt) events were observed with myopotential noise. This patient was not pacemaker dependent at that time and intrinsic rhythm was coming through. Technical services (ts) discussed programming and testing options with the health care professional (hcp). This device remains in service. No adverse patient effects were reported.